Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet could not be unlocked and the user observed a screen crack; troubleshooting included a remote restart without resolution, and the issue involved a fractured touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence of stress-related damage consistent with a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.